Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported the lead was attempted but not used due to unknown reasons. No patient complications have been reported as a result of this event.